Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving make sure heater bag is on heater tray alarms multiple times during multiple cycles of their last three treatments. The fluid leak only occurred during the first of the three treatments. The patient was able to clear the multiple alarms and complete the first two treatments. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd) on the day he reported the events. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler sets used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been scheduled to be returned to the manufacturer for physical evaluation.